Event description:
It was reported that the communicator was not connecting and was flashing yellow call doctor icon (ycd). The communicator power cord tip ends exhibited hot to touch. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.